Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, alerts for non-sustained lead noise were received. Review of transmission showed myopotential oversensing. Programming changes were made and the issue was resolved. Patient will be monitored.